Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: 9/14/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number rbmhmx and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: what was the initial procedure? Voluminous disembowelment under the right rib. Did the surgery was completed successfully? Yes. Did the patient suffer from any consequence due to the (pull of suture needle)? No.

Manufacturer narrative:
Product complaint # (B)(6). Date sent to the FDA: 10/20/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: one packet of product code fz318h was returned for analysis with the packaging closed. Upon initial inspection to the sample no external damages were observed on the packets. Visual analysis of the returned sample determined that one unopened product code fz318h were returned for analysis. As per visual inspection, chipping defect could be observed in the sample, , the suture was noted with damaged (frayed) near of the needle. The chipping defect has been correlated to the manufacturing process. According to the procedures is a class 1 defect. The suture is swaged excessively at the end of a channel/barrel causing some degree of suture damage. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the chipping was identified during the investigation of the sample received. This product issue will be addressed through quality system.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: procedure date: (B)(6) 2021, external reference: (B)(4), ref: fz318h, lot : rbmhmx, during the procedure, need to change 3 times the device because the needle pulled of from the thread after each first passage, without forcing or pulling brutally. Loss of time, risk to lost the needle. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via: 2210968-2021-07398 and 2210968-2021-07400.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from the needle. There were no patient consequences reported. Additional information was requested.